Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough leading to elevated blood glucose levels. The patient described hyperglycemia symptoms like excessive thirst, tiredness, fatigue, loss of energy and sweating. He stated he suffered from diabetic ketoacidosis, had ketone bodies and was dehydrated.